Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic on (B)(6) 2019 for further evaluation for an unrelated issue. Upon review, in the notes-field in the device, a notification for atrial undersensing was observed. It is unknown when the undersensing was first noted on the atrial channel. The patient is in chronic atrial fibrillation (a-fib) and sensitivity is programmed at the max. During the clinic visit, fib waves were sensed and measured properly. No intervention was either performed or scheduled as the patient is in chronic afib. The patient was stable throughout the in-clinic visit and will continue to be monitored.